Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose while using a g7 cgm with the ilet system; the lowest cgm value observed was 54 mg/dl, and the patient treated with two glucose tablets after seeing a reading of 95 mg/dl, with glucose trending back into range thereafter; the reason for the hypoglycemia was unclear, as meal intake and timing could not be confirmed. Symptoms included hypoglycemia. Outcomes included the need for oral glucose. Investigation included communication with the patient and a family member and analysis of information provided by the user and third party. Investigation of this case revealed no findings and insufficient information, and no device-specific problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.